Event description:
It was reported that the external pulse generator would not power up. It was further noted that the generator would not stay on unless the "on" button was held. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery release and battery drawer were contaminated. (B)(4).